Manufacturer narrative:
D4 UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. Under visual inspection we noticed a tear in the cuff. It was found that it is not even possible to inflate cuff as it leaks. This issue will continue to be monitored and further actions taken accordingly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. G2 email is: regulatory.responses@icumed.com

Event description:
It was reported that air leakage was found when the tracheostomy set was pre-inflated. No adverse effect on the patient.

Manufacturer narrative:
G5: no 510k as this catalog number is not sold in us. D3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.